Event description:
Caller reported a malfunction on the pump, displaying malf 12 code. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Cts provided assistance with resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump with the instruction to call back if any further issues arise.